Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/they took the left coil out in pieces"), device dislocation ("he couldn't locate the tip of the device.") And pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and vaginal bleeding. Concurrent conditions included amenorrhea, urinary frequency and uti. Family history included breast cancer and diabetes. From (B)(6) 2013 until (B)(6) 2013, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, migraine, fatigue, dyspareunia, vaginal discharge and weight increased outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dyspareunia, fatigue, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 169 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 2 in opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: :chronic pelvic pain, dyspareunia,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event he couldn't locate the tip of the device were added. Historical condition and date of birth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included amenorrhea, urinary frequency and uti. Family history included breast cancer and diabetes. From (B)(6) 2013 until (B)(6) 2013, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the device breakage, migraine, fatigue, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fatigue, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 2 in opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: :chronic pelvic pain, dyspareunia,weight gain most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. New reporters and reporter information added. Plaintiff demography added. Family history , concomitant drugs and concomitant disease , historical condition were added.product indication added. Events: device breakage, abdominal pain lower, weight gain were added. Concomitant drugs , historical condition were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement of both essure coils. Most recent follow-up information incorporated above includes: on 31-jan-2018: reporter information, lab data, new events abdominal pain, migraines, fatigue, dyspareunia, vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in a 17-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included amenorrhea, urinary frequency and uti. Family history included breast cancer and diabetes. From (B)(6) 2013 until (B)(6) 2013, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the device breakage, migraine, fatigue, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fatigue, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 169 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 2 in opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: :chronic pelvic pain, dyspareunia,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/they took the left coil out in pieces"), device dislocation ("he couldn't locate the tip of the device.") And pelvic pain ("pain/pelvic pain") in a 23-year-old female patient who had essure (batch no. A27191,a34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included gravida I, parity 1 and vaginal bleeding. Concurrent conditions included amenorrhea, urinary frequency and uti. Family history included breast cancer and diabetes. From (B)(6) 2013 until (B)(6) 2013, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):urinary tract infection"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, migraine, fatigue, vaginal discharge, weight increased, urinary tract infection and amenorrhoea outcome was unknown, the pelvic pain, abdominal pain, dyspareunia and abdominal pain lower had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, device breakage, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 169 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 2 in opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2014: unilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: :chronic pelvic pain, dyspareunia,weight gain. Batch number: a27191. Manufacture date: 2012-07. Expiration date:2015-07. Batch number: a34128. Manufacture date: 2012-08. Expiration date:2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of product technical complain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/they took the left coil out in pieces"), device dislocation ("he couldn't locate the tip of the device.") And pelvic pain ("pain/pelvic pain") in a 23-year-old female patient who had essure (batch no. A27191,a34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included gravida I, parity 1 and vaginal bleeding. Concurrent conditions included amenorrhea, urinary frequency and uti. Family history included breast cancer and diabetes. From (B)(6) 2013 until (B)(6) 2013, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):urinary tract infection"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, migraine, fatigue, vaginal discharge, weight increased, urinary tract infection and amenorrhoea outcome was unknown, the pelvic pain, abdominal pain, dyspareunia and abdominal pain lower had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, device breakage, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 169 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 2 in opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2014: unilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: :chronic pelvic pain, dyspareunia,weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received :following events were added : abnormal bleeding (vaginal,menorrhagia),urinary tract infection,amenorrhea. Outcome of the events dyspareunia was changed from unknown to recovered/resolved.lot number added.reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.